Event description:
Distributor rep reported to fhc quality department, an incident where four electrodes from the same sterile package were of a thickness which prevented their use with the insertion tube. Electrodes were put aside and another package was used. There was no pt impact as a result of this incident.

Manufacturer narrative:
The products were returned for eval. The electrodes were an incorrect electrode type and were 5mm shorter with a diameter about 1/10th larger than labeled. Packaging was not returned for eval. Fhc considers this an isolated incident as this is the only report received for this lot number with this problem.